Event description:
Biopince ultra full core biopsy instrument failed to collect tissue. Manufacturer response for biopince biopsy device, biopince (per site reporter). They are unable to pinpoint the problem.